Event description:
Olympus was informed that during a procedure, the user noticed on the endoscopic image that the tip cover was peeled off. The procedure was completed by removing the endoscope from the patient and replaced the tip cover with a new distal cover. No patient injury reported. This report is related to a report with a patient identifier number (B)(6) for the single-use distal cover model, maj-2315.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing date of the device cannot be determined at this time, as the serial number of the device was not provided. In addition, the device history record was unable to be reviewed, as the serial number of the device was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the evaluation performed on the returned distal cover, it was found that the front-end side of the distal cover was damaged (cracked), and the rear end side was not damage. It was likely damaged by pushing it diagonally when it was attached to the scope, and it was in a state where it was not sufficiently fixed to the scope. As a result, it was considered that it gradually came off during use. Based on the reproduction confirmation performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using a sample device with lot number (h0729), it was confirmed that the reported was not duplicated. Quality evaluations of production prototypes have verified that the distal cover will not come off, if it was attached correctly according to the instruction manual. The parts supplier conducts sampling inspection of three parts for each production lot and confirmed that the parts conform to the specifications. Based on the visual confirmation results, the reproduction confirmation results, investigation results of product specifications and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.